Event description:
Thoracic aneurysm repair case from (B)(6) reported as "during the procedure, the aorta ruptured and the pt developed a hemato thorax with cardiac compression and lung failure. It was not clear where the rupture comes from and where the aorta ruptured. No intraoperative angiographic pictures available. Pt died after developing hemato thorax with lung compression and resulting heart failure." Device used is the european equivalent of the device sold in the u.s.